Event description:
This is a report of a damaged transfer set that was found before use by a patient prior to performing peritoneal dialysis (pd) therapy. The patient reported finding the catheter connector damaged, it turned itself around not in a proper way. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.